Manufacturer narrative:
Internal file number - (B)(4). Correction: PMA/510k: date corrected from 04/19/2018 to 04/19/2019.

Manufacturer narrative:
Internal file number: (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report the sleeve steering issue. It was reported that during preparation of the clip delivery system (cds), the m-knob was turned more than half of a turn, and the cds shaft jumped from a 70 degree deflection to a 90 degree deflection. The test was repeated and the same issue occurred. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.